Event description:
The customer reported that the monitors intermittently would not display images. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. A cable connector needs to be replaced. No conclusion can be drawn as repair info is unavailable and no add'l service info was provided.